Manufacturer narrative:
Preliminary analysis revealed that a reset occurred on (B)(6) 2016, following corruption in device memory, most probably because of a single event upset (seu). Normal operation has been restored after the re-initialization.

Event description:
Reportedly, the subject device was non functional (no pacing was observed on the external ECG nor electro-systolic) in recovery room despite of a proper functioning in operating room. Ventricular lead was not blocked despite of a tightening of the set-screws. The device was explanted and returned for analysis.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, a warning was displayed during interrogation stating that a reset occurred on (B)(6) 2016 and re-initialization was performed. Upon interrogation, normal behavior of the subject ICD was observed. The patient was sent back home.

Event description:
Reportedly, a warning was displayed during interrogation stating that a reset occurred on (B)(6) 2016 and re-initialization was performed. Upon interrogation, normal behavior of the subject ICD was observed. The patient was sent back home.